Event description:
It was reported that a non-abbott guidewire was advanced to the ostial right coronary artery, saphenous vein graft. A 3.50x15mm trek dilatation catheter was advanced, without reported issue, and dilatation was performed. There was no issue deflating the device, however, resistance was met upon trek removal with the guidewire. All was removed as a single unit. The patient was re-wired and a 3.50x18mm xience xpedition failed to cross the lesion, due to anatomy. The device was removed without difficulty. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported difficulty was confirmed. Based on visual, dimensional and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query of the electronic complaint handling database revealed no other incidents for difficulty to remove with the guide wire reported from this lot. Based on the information reviewed, there is no indication of a product deficiency.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information.